Event description:
On (B)(6)2003 - patient implanted with composix kugel mesh via open laparotomy approach to repair multiple incisional hernias. On (B)(6)2003 - patient underwent exploratory laparotomy through the previously implanted composix kugel mesh, to repair a paracolostomy hernia with bard composix mesh. On (B)(6)2010- patient underwent exploratory laparotomy and lysis of adhesions, with excision of infected mesh (both the composix kugel mesh and bard composix mesh), closure of serosal tears, rigid proctosigmoidoscopy via colostomy, irrigation and drainage of abdomen.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed. See MDR 1213643-2010-00388 for information related to the composix kugel mesh implanted on (B)(6)2003.